Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she hasn't use stimulation for a long time. Subsequently, the ipg would no longer communicate with any external devices and was deemed inoperable. Surgical intervention was undertaken during which time the entire system was explanted.

Manufacturer narrative:
Surgical intervention was inadvertently reported in the initial report.

Event description:
Follow-up identified surgical intervention did not take place; however an ipg replacement is pending.

Event description:
Follow-up identified the abbott representative verified the issue is resolved.